Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned sample, found no evidence of cross thread condition. However, the surface of the device and threads were worn. Damaged with scratches and dents. Therefore, the reported event can be confirmed. Tip of the device was also observed, deformed by repeated usage. The observed conditions were identified, as an end of life indicator. Damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected, prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions and inspection procedures. Additionally, color marking was completely missing. This condition is traced to device design. A dimensional inspection was not performed, since it was not applicable to the complaint condition. A functional test was not performed, since it was not applicable to the complaint condition. The overall complaint was confirmed. As the observed, condition of the blade/screw guide sleeve would have contributed to the complained device issue. Based on the investigation findings, the product issue has been addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: part: 03.037.017, lot no#: 9066399, release to warehouse date: 24 jul, 2014, manufacturing site: werk bettlach. A manufacturing record evaluation was performed, for the finished article lot and no non-conformances were identified. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that on unknown date. The fenestrated screw/blade protection sleeves, that guide the guide wire into the femoral head for tfna cross, threaded to the buttress wheel. There was no delay to the surgical case. If not replaced, tray will not be sterilized for shelve. There was no patient consequences reported. The procedure was successfully completed with no fragments generated.